Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a bulge in the pump segment. The set was primed, placed into the pump and a primary infusion was started. After 50 minutes, the pump alarmed, the set was removed from the pump module, and a bulge was noted in the pump segment below the upper fitment. The user stated no IV pushes were administered. No patient harm or medical intervention occurred. No further patient/event information was reported. A customer medwatch report was received about this event.